Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a utilized introducer split upon removal of the dilator during preparation for impella implant. As a result, the introducer was replaced and the subsequent impella cp implant was successful. There was no patient harm.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email f6 and f8 should have been left blank component code has been added to h6.